Event description:
The hospital reported that the tip of the hemopro device turned red. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The hospital has advised that additional information related to the event, including patient details and when the problem occurred, is not available.

Manufacturer narrative:
The hemopro device was returned to the factory for evaluation. It showed signs of clinical usage; there was no evidence of blood on the device. The jaw boots displayed evidence of heat related damage consistent with activation of the device with the jaws in direct contact. A pre-cautery test was performed on the device with a reference power supply and extension cable; the device passed the pre-cautery test as it produced steam and heat during several activations and deactivated when the toggle was released. The device emitted the expected tone. Cycle life testing was performed on the device; the device passed all (B)(4) cycles of the testing. The device handle was opened to verify connections; under magnification, contamination that is consistent with soldering flux was observed on the switch body and actuator of the micro switch. No nonconformities were observed with the solder joints. Based upon the evaluation results, the reported complaint could not be confirmed. This report failure mode remains under investigation. The following two immediate actions were taken as an interim step, while the root cause of the issue is being investigated. The work instructions associated with the soldering and handle assembly processes were updated to add enhanced visual inspection. Additionally, all hemopro devices which were in process were inspected per the enhanced visual inspection. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).